Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right ventricular (rv) lead exhibited noise on the near field; some episodes presented as high ventricular rate (hvr). The lead noise was reproducible with pocket manipulation and isometrics. The device was reprogrammed. The patient was stable and had no consequences.